Manufacturer narrative:
Supplemental report will be filed when results are received.

Event description:
During procedure the hydrophilic coating of the aquatrack hydrophilic guidewire came up off the wire. The physician also refers that over time using the aquatrack hydrophilic guidewire, the wire becomes so sticky that he was unable to move over the wire. The physician comments that he does not want to use the aquatrack hydrophilic guidewire anymore. Four instances were reported with this problem description, all the same part number, lot number, and same date.